Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the hosing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet (B)(4) has initiated an internal process (B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available. Reference exemption# (B)(4). This event is related to medwatch MFR report# 8010762-2014-01291 and importer report# (B)(4).

Event description:
It was reported that during v-v ecls support with avalon cannula, flow was at 3.5-4.0l/min. Four hours after initiating support, device membrane was "sneezed" for 5-15 seconds per institution protocol. It was noted that condensation from exhaust port was "pink-tinged", estimated to be <10-15ccs per 4 hour period since initiating v-v support. Membrane gas exchange/ temperature control was functioning properly without compromise per clinician monitoring circuit. Perfusionist was notified and evaluated circuit/membrane. Decision was made to observe and monitor membrane function for changes in rate of condensation and increases in bleeding from exhaust port. If changes were noted to increase, will plan to "replace" quadroxid membrane." The complete circuit was changed (B)(6) 2014 for excessive thrombus formation within the rotaflow. Gas exchange was not compromised, but thrombus formation had begun to occur on the arterial side of circuit, post membrane returning to pt. (B)(4). V-v ecls veno venous corporeal lung support.